Event description:
It was reported that the cot fastener antler has a broken end cap which could affect locking of the cot to the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that a customer had received two sets of floor mount assemblies which were broken upon arrival. The floor mount assemblies were not installed or placed into service. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Manufacturer narrative:
Conclusion: replacement sent.

Event description:
It was reported that the cot fastener antler has a broken end cap which could affect locking of the cot to the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.